Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that it was not possible to rotate the screw back into the system controller tread. A new controller was requested.

Event description:
Additional information was received that a controller exchange was performed on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage locking feature (missing screw). The reported event of a screw being unable to thread back into the system controller was confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6)) was observed to have a damaged helicoil upon arrival, preventing a screw from the backup battery cover from properly threading into it. The controller was functionally tested and otherwise performed and operated a mock loop as intended despite the observed damage. A log file was also extracted from the controller; no atypical events were captured, and the system operated as intended throughout the data. A manufacturing analysis task was created under this event to investigate the issue of the helicoil being damaged out-of-box. The analysis determined that the helicoil could have deformed during the manufacturing process, or it could have been received deformed and the screw was forced into the hole. An awareness training for this issue regarding the controller manufacturing process was performed on (B)(6) 2024. The root cause of the reported event was determined to be related to the manufacturing of the controller. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.